Manufacturer narrative:
The process of gathering information is still ongoing. The results of the investigation will be provided in the next report.

Manufacturer narrative:
Following information gathered during the interview with the facility representative, the support strap of the maxi sky 440 ceiling lift was connected to the reacher d-shakle, however the safety ring of the reacher was not attached correctly. This caused the pin to disconnect, the support strap to slip off the pin and the ceiling lift to fall. Information how to correctly use the reacher is described in the user guide dedicated to the reacher (dmr619): "attach lift strap to reacher bar hook assembly by inserting the shackle pin through lift strap loop and tightly screw pin into the stainless shackle. Important: insert key ring through pin end-hole and around shackle, eliminating the risk of pin unwinding" "important: ensure reacher hook and hoist are safely connected before each and every use." To sum up, the maxi sky 440 ceiling lift detached from non arjo reacher as the securing pin was not fitted correctly. Arjo device was used for a resident transfer when the event occurred. The device did not perform as intended as the ceiling lift detached. No malfunction was found during the device evaluation.

Event description:
Following the reported information, the ceiling lift detached from the support strap used to connect the lift to the track while transferring a resident from a wheelchair to a bed. The ceiling lift fell with the resident in the sling and hit the floor. The ceiling lift also struck a staff member when it detached. The resident sustained bruising, a scrape to the elbow, and mental stress. One caregiver sustained slight hand injuries, and the second caregiver suffered back and shoulder contusions. The maxi sky 440 is a portable device, which means that the lifting unit can be easily disconnected from one ceiling installation and connected to another. The reacher accessory is the arm extension used to facilitate this operation. It connects the lifting unit and the track trolley. The reacher used during the event consists of a d-shakle and the pin secured by the safety ring. The ceiling lift is attached to the reacher bar hook assembly. In the reported case, the pin came out as the safety ring was not correctly secured.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.

Event description:
Following the information reported, the maxi sky 440 portable ceiling lift detached from the reacher (accessory used to connect the lift to the track) when the resident was transferred from the wheelchair to bed. The ceiling lift fell with the resident in the sling and hit the floor. The staff were hit by the ceiling lift when it detached. The resident and caregivers sustained non serious injuries (resident- bruising, scraped elbow, and mental distress, caregivers- slight hand injury, contusion to the back and shoulder).